Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument locked on the tissue. There was minimal tissue once the instrument was released. The staples did not fire. The surgeon performed a temporary colostomy.

Manufacturer narrative:
5/20/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.